Event description:
It was reported that during using of a bd q-syte¿ luer access split-septum stand-alone device, there was an issue of leakage. There was no medical interventions reported.

Manufacturer narrative:
Investigation summary: DHR reviews disclosed the following: all required challenge samples and testing was performed per specification in accordance with the in-process sampling plans. Set-up and in-process samples (including but not limited) bond/weld strength and leak testing were performed throughout the process, all the inspections passed per specifications. There were no reject activity findings throughout the build of these that would impact upon the quality of the product in respect to the reported defect. Although samples were not received for this investigation, 3 photos were provided for observation of this incident. The photos revealed one q-syte unit intact with the blue dust cap. The photos had drawn a circle and arrow pointing the location of the reported area of leakage. Visual/microscopic evaluation (method-n/a): the provided photos revealed the following: the q-syte unit was intact with the blue dust cap. Although the photos pointed out the area at the top body (possibly the weld line) as the location of leakage; the photos did not reveal any visible damage to the top or bottom body (polycarbonate). Relationship of device to the reported incident: indetrminate ¿ the failure of leakage, as reported in the pir was not identified or confirmed and a definite root cause could not be established; as the photos provided did not show sufficient evidence. Without the actual sample provided for evaluation and testing there was no physical/mechanical evidence to confirm or support manufacturing process related issues for the reported defect.

Manufacturer narrative:
H.6. Investigation summary: DHR: all required challenge samples and testing was performed per specification in accordance with the in-process sampling plans. Set-up and in-process samples (including but not limited) bond/weld strength and leak testing were performed throughout the process, all the inspections passed per specifications. There were no reject activity findings throughout the build of these that would impact upon the quality of the product in respect to the reported defect. 2 units were in one undamaged opened package and 1 unit in a second undamaged opened package; both packages were from lot 7327638. Visual/microscopic evaluation: there were no visible anomalies or damage to the external areas of the q-syte units; top body or bottom body (polycarbonate). Observed the slit at the septum top disk was centered in its correct position. There were no tears/damage to the septum top disk or the slit. Septum column tear assessment: there were no tears (column tear) to the column wall of septum. Water leak test for actuated and un-actuated q-syte: leakage did not occur from any area of the units when leak tested in both the un-actuated and actuated positions. Based on the investigation conducted on the returned units there was no physical/mechanical evidence to confirm or support manufacturing process for the alleged failure. The relationship of device to the reported incident; remains indeterminate ¿ the failure of leakage, as reported was not identified or confirmed with the evaluation and testing conducted on the returned units therefore a definite root cause could not be established.

Event description:
It was reported that during using of a bd q-syte¿ luer access split-septum stand-alone device, there was an issue of leakage. There was no medical interventions reported.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during using of a bd q-syte¿ luer access split-septum stand-alone device, there was an issue of leakage. There was no medical interventions reported.